Manufacturer narrative:
Device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a 14" ext set w/0.2 micron filter, clave¿ clear, clamp, rotating luer where it was reported the registered nurse (rn) went to hook patient up to IV line with filter, patient noticed a large air bubble coming from filter. The IV line was disconnected three times to remove air and filter kept producing air bubbles. Due to the patient having a history of hereditary hemorrhagic telangiectasia (hht), it is protocol for infusions to have a filter put on IV set to prevent air from entering blood stream. There was patient involvement and a delay in therapy. No harm was reported.

Manufacturer narrative:
One used. List #mc9013, 14" ext set w/0.2 micron filter, clave¿ clear, clamp, rotating luer was returned for evaluation. As received an unknown solution residual inside was found. The sample was tested and leakage from the intlet filter vent and a small air bubble inside the filter was noted. No additional damage or anomalies were observed. Complaint of leaks can be confirmed. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.